Event description:
Related manufacturer report number: 2017865-2022-46381. During an in clinic follow up, a loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a lead dislodgement. During the ra lead revision procedure, the ra lead was unable to be disconnected from the device header. The ra lead was capped and replaced, and the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to remove the lead from the device header. The reported events of failure to capture and failure to remove the lead from the device header were not confirmed. As received only the connector portion of the lead was returned in one piece. Visual and x-ray examination found damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Due to the procedural damage on the connector portion dimensional analysis and insertion test could not be performed.